Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay. The customer performed troubleshooting by centrifuging the calibrators, and upon recalibration, error code 1111 (calibration check failure, m-cal 1, response too large) was generated. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.